Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report. No product will be returned for eval.

Event description:
Pt reported that she often experiences itching at the infusion site and that the site of insertion is larger than the previous type of infusion set she used. Pt experienced elevated blood glucose of 20 mmol/l (360 mg/dl). Pt attempted to correct hyperglycemia, but this was not successful. She then realized the self-adhesive of the infusion set was wet and insulin had leaked between the tube and headset. Pt changed the infusion set and was "okay" after. Alleged infusion set was discarded and will not be returned for eval. Pt did not require treatment from a health care professional or second party to address the issue. Additional info was not provided.